Event description:
Complainant alleged that medics were monitoring patient suffering from head trauma due to hitting a tree on a four-wheeler without head protection. The device was attached to the patient and monitoring of the patient was initialized. After approximately ten minutes the device inappropriately shut down. The medics obtained another device, however this device powered back on and monitoring of the patient was continued. As the patient was transported to a nearby hospital, the device inappropriately shut down a second time. Complainant indicated that the patient subsequently expired however it was not related to this reported malfunction. The device was taken from service and the reported malfunction was not duplicated during subsequent testing.